Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The monitor and the uninterruptable power supply (ups) were replaced. Codes b01, c13, and d02 are applicable. The returned 9735795r monitor, lot 23173118 was analyzed. No fault was found. There was no physical damage. The touch worked. The sound worked. Codes b01, c19, and d14 are applicable. The returned 9735787 ups, lot 23160036 was analyzed. No fault was found. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795r; product ID: 9735787. H3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor intermittently goes black. When user disconnected the monitor power from the monitor and reconnected it, the image goes back to where in the application it was previously. Troubleshooting was performed, the system remained powered on, and that the computer remained unaffected by this. Site tried unplugging hdmi or usb from the back of the monitor, this did not change the situation. Unplugging power was the only thing that temporarily restores functionality to the monitor. No other systems available at the account. The probable cause was either fault with monitor or ups, but unable to determine exactly which part that caused this issue. There was no patient involvement.